Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the perfusionists (ccps) experience "pump jam" messages almost every day. The device was not changed out. The surgical procedure was completed successfully. There was no blood loss, or no adverse consequences to the patient.

Manufacturer narrative:
This complaint is related to MDR #1828100-2014-00651. On the evening of (B)(6)2014, the field service representative (fsr) had been at this hospital and had performed notice of field correction (nfc) software upgrade to the roller pumps. On (B)(6) 2014: the fsr arrived at the hospital. The perfusionists were now aware the software had been changed the evening prior. In talking with the perfusionist (ccp), it was found that the perfusionists at this hospital are accustomed to having "pump jam" messages almost every day, during set up. They would simply back off the occlusion a little if "pump jam" occurred. The fsr discussed the new 1.40 version software with all three ccps at the hospital so that they understood what they may experience in the future. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.